Manufacturer narrative:
(B)(4). The cause of the peritonitis was unknown. On an unreported date in the same month as the receipt of this report, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous cycling peritoneal dialysis (ccpd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Forty one days after the onset of the peritonitis, the patient's peritoneal dialysis (pd) catheter was removed. It was not reported if the pd catheter was removed due to the peritonitis. No further information was provided regarding the outcome of the peritonitis event. No additional information is available.